Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the reported osteolysis and migration/loosening of the tibial tray. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the osteolysis or device migration/loosening based on the provided information. It is possible the osteolysis was a contributing factor to the device migration. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised to address shifting and loosening of the tibial tray at the cement/implant interface. Osteolysis was also reported, as well as a soft tissue mass under quad tendon. Minimal poly wear of the tibial insert was also mentioned in the medical records.